Event description:
Feedback type: enhancement request. Other details: na. Submitter email: (B)(6). Cfm form received date (outlook email received date): 10/17/2022. Main reason: "during an epu investigation, the system was shut down due to a technical defect in the sib and could no longer be switched on. Because of the ""motorized tabletop"" option, the tabletop is braked by the gear and can no longer be moved. Frontal and lateral startiv were at an angle to the patient and also could not be pushed out." Impact issue: the clinical procedure was stopped. Usage of device: "the epu is a special heart catheter examination for patients with cardiac arrhythmia. The electrocatheters are inserted into the heart via the groin. These special catheters can pick up electrical signals at various points in the heart. The patient is usually slightly anesthetized and is ventilated." Clinical use: yes. Follow up clinical use 1: yes. Follow up clinical use 2: stopped. Frequency of occurrence: only once (1) impact to patient: the clinical procedure was stopped. Actions to resolve: it was not easy to get the patient off the table top or to free him from this situation it was reported to philips that the allura device suffered a power failure during a procedure and that the table was locked. It has been reported that the frontal and lateral arms were positioned in a way which made it difficult to remove the patient from the system. The procedure had to be aborted. No patient harm was reported.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in complaint# (B)(4)/ report # 3003768277-2022-00777.this complaint will be closed as duplicate.